Event description:
Patient's oxygen sensor was reading sensor malfunction off and on throughout the day with large variations in oxygen saturation at times that would quickly resolve. Entire cord from the box to the patient was replaced, old cord was placed on cns (clinical nurse specialist) desk and taken out of patient care.